Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pmm735 batch number, and no non-conformances were identified. This medwatch report is in response to receipt of facility report # 3602300000-2020-8001. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of facility report # 3602300000-2020-8001.

Event description:
It was reported that a patient underwent a underwent a cesarean section in (B)(6) 2020 and suture was used. During the procedure, as the surgeon was closing the uterus, the needle separated from the suture, lodging the needle into the uterus. The needle was able to be removed. There were no adverse patient consequences reported. No additional information was provided.